Event description:
An attorney alleged the patient hit in the mouth by a trapeze bar when it came loose from it's position. The patient sustained a broken tooth. No additional information is available at this time.